Event description:
This patient had implants placed in 1987. She was well until approximately one year ago when she developed fatigue, flu-like symptoms and weight gain. She has also noted marked memory deficits, dry skin, muscle weakness especially in capsulectomy with removal of the implants. Both implants were intactdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.